Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the ulnar artery. A ht bmw universal ii guide wire was advanced to the lesion without resistance; however, the core of the guide wire separated into two pieces. A loop was used to remove the wire from the artery and the procedure was concluded. The next day another procedure was performed with transfemoral approach and successfully completed. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire separation appears to be related to operational circumstances of the procedure. In this case, it is likely that during advancement, manipulation and/or inadvertent mishandling of the guide wire caused the guide wire to kink and separate at the proximal end of the hypotube location. Fracture faces of the separation were bent as if kinked prior to the separation. Additionally, the treatment appears to be related to the operational context of the procedure as a loop was used to remove the wire from the artery and the procedure was concluded. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure and/or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.